Event description:
The customer reported that endoscope reprocessor exhibited a failure in which fluid was not supplied to the forceps channel during use with a modified tube assembly. The issue was identified during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.